Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.